Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of filter occlusion during lipids administration could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20129e because a lot number was not provided by the customer. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 7 inch mic ext set w/1.2mf was occluded. The following information was provided by the initial reporter: material #: 20129e batch #: unknown. It was reported a filter occlusion during lipids administration.